Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor did not come out of the insertion sheath, the anchor could not be deployed and positioned against the vessel wall. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The insertion sheath was then cut to confirm that the anchor was present in the insertion sheath. The physician was relieved to know that the anchor had not flowed into the artery. The insertion sheath and the angio-seal device were securely fixed. The physician commented that there was nothing wrong with the procedure. The procedure before deploying the device was a coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The device was found to have been cut and the anchor and collagen were returned with the device. No other damage or issues were identified. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing the anchor from being deployed properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).